Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different charging cables and adapters were unsuccessful. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer on receiving a replacement pump and the necessary steps for its setup; the customer was also instructed to return the malfunctioning pump within ten days.